Event description:
It was reported that all the lead trends were missing and carelink states "data is invalid". The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Tech service call report indicated trend data in device data file was cleared due to a bit flip. No indication of device issue. Bit flip possibly resulted from environmental source.